Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and elevated iop associated with excessive vault was noted (B)(6) 2014. The lens was explanted on (B)(6) 2014 and exchanged for a shorter lens and the problem was resolved. The patient's post-op ucva was 20/22.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.